Event description:
The patient reported that they had experienced symptom return. Pt was able to use the programmer. Pt stated she was currently on program 4 at 2.5 and she does not feel stim. Pt was able to verify stim is currently off by noting the lightning bolt is not in the left hand corner. Pt was able to turn stim back on. Pt stated she turned stim back on and sees the lightning bolt in the upper left hand corner. This was considered a gradual change in therapy/symptoms. Pt stated all the problems she was having are back. Pt stated she had a return of symptoms. Event date: (B)(6) 2016. Pt stated 1-2 weeks ago. Additional information received as patient considered this a sudden change in therapy/symptoms. Patient would have the device removed because it was not doing what they hoped it would do. It worked for a month then stopped and they tried all the settings and met with the representative for re calibration but had not notice improvements. Patient really needed to resolve her spinal stenosis, lower back issues, from prior to getting her medtronic device. Patient thought their back issue was affecting their bladder and so they really wanted to get an MRI so could resolve the issue. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Event description:
Additional information received as patient reported the loss of therapeutic effect. Interstim was not working. Patient was feeling stimulation but it was not working for bladder problems. Patient tried everything by changing settings and programs but it was not working for them. Patient needed to get interstim explanted for an MRI for their unrelated back pain. Patient had stuck with unrelated pain for 2 months. Patient was inquiring regarding that if a different physician could explant the device. Patient confirmed that MRI was unrelated to device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.